Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined. The receiver was possibly exposed to moisture or humidity. Labeling indicates: do not spill fluid on the receiver or submerge the receiver in liquid.